Event description:
The facility¿s risk manager reported an over infusion of bumex on a patient with an internal defibrillator and was inquiring if the defibrillator could cause the pump to overinfuse. The patient was admitted to the hospital for ventricular tachycardia and congestive heart failure. A primary infusion of 50 cc normal saline containing 3 mg of bumex was set to infuse at 10.3 cc/hour on channel 1 in 2007. A primary infusion of 250 cc 5% dextrose and water containing dobutamine 50 mg and set to infuse at 9.4 cc/hour on channel 2 at 9:10 am. The patient was being monitored every 15 minutes. The nurse entered the patient¿s room at 10:53, and noticed that a large volume of bumex had been infused, and the patient¿s internal defibrillator had gone off (fired). The patient went into ventricular tachycardia and his heart rate was 250. The bumex infusion was stopped and the patient was administered 100 cc 5% dextrose, and water containing 150 mg of amiodarone. The patient was moved to the intensive care unit. The nurse measured the amount of bumex left in the bag and determined that there was 25 cc left when the original total volume was 62 cc. The pump indicated that 26.2 ml had been infused.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available. A review of the pump's alarm log found no failure codes, just alarms. No alarms occurred on the reported incident date.